Event description:
Discordant and erratic turbo intact pth (parathyroid hormone) results were obtained with 5 samples (from the same patient) on an immulite 1000 analyzer. The discordant turbo intact pth results were not reported to the physician. There were no known reports of patient treatment being altered, delayed, or withheld due to the discordant turbo intact pth results. There were no known reports of adverse health consequences due to the discordant turbo intact pth results.

Manufacturer narrative:
The customer contacted siemens customer support regarding this issue. The customer declined service, claiming that the discordant results were due to operator error. The tip of the small syringe had been replaced by an inexperienced operator, who did not prime the bubbles from the line after replacing the tip.